Event description:
It was reported the ventricular connection is not snapping in. A loose connection was further noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that a piece of the patient cable broke off and got stuck in the output connector. It was also found that the upper/lower cases were broken and one side bail. The ring cover and ring bail were missing. The heart block and heart wire contacts were contaminated. The battery contacts were compressed and the keyboard was scratched. The main printed circuit board and display were out of specification.